Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms were reported. Reportedly, the customer cleared the alarms and successfully resumed insulin delivery. System check with tandem technical support did not identify any issues. Customer's blood glucose level ranged from 220 mg/dl to 250 mg/dl